Event description:
It has been reported to philips that the flexvision monitor was blank. The system was being prepared for clinical use at the time of the reported event. The patient was moved to another room to have the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was delayed due to multiple reboots and completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision monitor was not working. The rse analyzed the logfile but did not find any errors for flexvision pc or flexvision monitor so the rse suspected that the issue was with the displayport (dp) to dvi converter. The fse visited onsite and upon functional testing, the fse found that the dp and dvi converter was the cause of the issue. The cause of the displayport to 2x dl dvi converter failure could not be conclusively determined by the supplier's part analysis however, the replacement of the displayport to 2x dl dvi converter by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.